Manufacturer narrative:
Unknown if sample available for investigation. No lot # was made available. Complaint cannot be confirmed since the device was not available for investigation, however, the manufacturer will continue to trend relating complaints.

Event description:
The event is reported as: the device shattered during surgery. Some fragments may have entered the incision. Only 2 of 3 fragments were recovered. Surgeon chose to close up not knowing if one of the fragments was retained. Patient's condition unknown at this time.